Event description:
On a review of the telemetry data by med-el us of all pulsar implants rec'd at med-el us, it was noticed that pulsar showed abnormal telemetry measurements. Med-el us personnel contacted clinic and asked the implant to be returned for testing. The clinic confirmed the implant was present and agreed to return it. However, later on it was discovered that the implant was not at clinic. In 2005, cochlear implant center where the device actually was, was contacted and confirmed a possible short circuit. The device measured 6.77 on channel 3 while tested by dib 1.1. Even though the clinic knew about the abnormal readings, the device was implanted in pt as of 2005. Instead the clinic returned it's backup device 102243 which measured ok during telemetry was returned.

Manufacturer narrative:
The device has not been explanted and is not expected to be explanted in the forseeable future. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report. Note: this MDR is filed late as the need for reporting of the event has been determined during a current FDA inspection.